Event description:
New information states that patient presented to the clinic on (B)(6) 2018. The recommended programming changes were made. Patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through remote transmission that auto mode switch episodes were observed. Patient was asymptomatic. Upon stored electrograms review, intermittent oversensing was noted on the atrial channel. Programming changes were discussed. No further information was provided.